Event description:
It was reported that the plate was bent to accommodate patient curvature. While being placed, a screw was inserted and the ring popped out of the plate. Plate was removed and placed. Patient outcome: no adverse effect reported as a result of this event.